Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No allegation of product malfunction has been reported. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: infection..." Product remains in-situ.

Event description:
On (B)(6) 2016 patient underwent an extreme lateral interbody fusion procedure. Two weeks post index surgery wound infection and wound dehiscence was identified. Patient was hospitalized and wound drainage was performed.